Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day post implant this pacemaker and right ventricular (rv) lead displayed noise on an electrogram (egm). Pacing impedance measurements were within normal limits, but pacing threshold measurements had increased to 4 volts at 0.4 milliseconds. On x-ray it appeared that the terminal pin of the rv lead was fully inserted into the device header. A revision procedure was performed and the connection of the rv lead was verified. It was decided to extract the rv lead and replace it with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.